Manufacturer narrative:
The warnings in the package insert states that bending, loosening, or fracture of the implant may occur. Based on the information provided the physician believes "the breakage occurred secondary to paraspinal muscle wasting from the parkinson¿s that has resulted in his inability to maintain posture in the c-t region." Without a known part and lot number, review of the manufacturing records cannot be performed. If additional information is obtained that adds value to the relevant content of this report and a follow-up report will be sent.

Event description:
The sales associate reported that the patient is a (B)(6) year old male with history of parkinson's disease. He currently has bilateral deep brain stimulators implanted to treat the parkinson's. The construct length extended to c3 to t2 with 4.35 diameter screws in the t2 segment. Fracture of one of the 4.35 screws at the t2 segment occurred 2 years postop. On exam, fusion is solid throughout the construct; the patient is asymptomatic and the reason for the follow-up was routine (in other words, he did not have any deleterious effects of the screw breakage that caused the visit). The surgeon believes the breakage occurred secondary to paraspinal muscle wasting from the parkinson's that has resulted in his inability to maintain posture in the c-t region, creating stress at the distal ends of the construct. Since the patient is asymptomatic, the surgeon will not revise at this time. No other additional surgery is planned, therefore the implants will not be available for retrieval.